Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump despite use of multiple cables and wall adapters. Subsequently, the customer received multiple temperature alarms. Reportedly, the pump was at room temperature at the time of the alarms. The customer's blood glucose level was 183 mg/dl. Reportedly, the customer has an alternate pump available as alternate insulin therapy.